Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a signal artifact monitor (sam) episode due to oversensing of atrial fibrillation (af). As a result, the respiratory rate trend (rrt) feature was disabled. Boston scientific technical services (ts) assisted in turning back on the rrt. No adverse patient effects were reported. At this time, this device remains in service.